Event description:
A hospital implant registration form received by the company on 2024-04-02 indicated that on (B)(6) 2024, the patient's entire implantable cardioverter defibrillator (ICD) system, including an (B)(6) ICD and sjm right ventricular (rv) lead, was explanted due to infection. The sales rep will be contacted for further details regarding this event. Ref report: mw5153853. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).